Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate automatic mode switching episodes were observed on the device due to far field r wave oversensing. Programming changes were recommended. Patient was stable before, during and after the event.